Manufacturer narrative:
The following sections could not be completed with the limited information provided: device product code - ni.

Event description:
During an initial right total hip arthroplasty, the drill bit fractured. A postoperative CT scan revealed the fractured piece of the drill bit was retained in the patient's bone. Subsequently, the patient was re-opened and the drill bit was retrieved. There was a delay of forty five minutes to reopen the patient and retrieve the fractured piece.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned drill bit confirmed the fracture. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.